Manufacturer narrative:
The reported issue was confirmed, as cause unknown. During the visual inspection, it was noted that the sample had foreign material in the bulb neck and in the body of the barrel. During this task the foreign material located in the bulb neck was removed and the foreign material located in the barrel could not be removed. As it appeared to be a piece of paper adhered in the body of the barrel. The foreign material located in the barrel exceeded specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "irrigation syringe bulb type, non sterile". (B)(4).

Event description:
It was reported that there was foreign material along the outside of the syringe. Upon receipt of the sample on (B)(6) 2017, foreign material was found inside the device as well.

Manufacturer narrative:
The reported issue was confirmed, as cause unknown. During the visual inspection, it was noted that the sample had foreign material in the bulb neck and in the body of the barrel. During this task the foreign material located in the bulb neck was removed and the foreign material located in the barrel could not be removed. As it appeared to be a piece of paper adhered in the body of the barrel. The foreign material located in the barrel exceeded specifications. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "irrigation syringe bulb type, non sterile". (B)(4).

Event description:
It was reported that there was foreign material along the outside of the syringe. Upon receipt of the sample on (B)(6) 2017, foreign material was found inside the device as well.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that there was foreign material along the outside of the syringe. Upon receipt of the sample on (B)(6) 2017, foreign material was found inside the device as well.